Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, or use of sharp instruments to manage or control the suture that can cause breakage of the suture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopic procedure, the suture of the fastfix 360 burst while tensioning. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an arthroscopic procedure, the suture of the fastfix 360 burst while tensioning. Surgery was completed with a back-up device instead, t1 and t2 were removed using a grasper. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).